Manufacturer narrative:
Method: sample not available. Results: without the actual product, an analysis cannot be conducted. Conclusions: if additional information pertaining to this event becomes available, I-flow will submit a follow-up report.

Event description:
Drug/diluent: ropivacaine 0.2 percent. Fill volume: 500. Flow rate: unknown. Procedure: right arthroscopic rotator cuff repair. Cathplace: interscalene block, anterior approach. (Cross reference 2026095-2011-00267 (B)(4). The patient had nausea and shortness of breath 3 days post op, while at home. The anesthesiologist advised the patient to go to the emergency room. Patient underwent chest x-rays which indicated patient's right diaphragm wasn't moving. A sniff test was also conducted and again, the left diaphragm moved, but not the right. The patient has a follow up appointment for an emg (nerve study) in 4 weeks. The pump was filled and placed on (B)(6) 2011 and removed on (B)(6) 2011. The pump was discarded by the patient. The pump was used with a (B)(4) needle and catheter kit, lot 172156. Date of event: (B)(6), 2011.